Manufacturer narrative:
The insulin pump had a missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, scratched case and a pillowing keypad overlay. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 300 mg/dl at the time of the incident. The customer reported a crack on the reservoir compartment and a part is missing. The product was returned for analysis.